Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that during guided surgery, the software galaxi told the doctor to use these sizes. Implants were placed at tooth sites 21 and 24, but the abutments did not fit. Doctor removed the implants and placed new ones on the same surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that an abutment screw fractured inside both implants.

Event description:
It was reported that an abutment screw fractured inside both implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that during guided surgery, the software galaxi told the doctor to use these sizes. Implants were placed at tooth sites 21 and 24, but the abutments did not fit. Doctor removed the implants and placed new ones on the same surgery. Another implant was placed to complete the procedure. Patient had type ii bone density. Patient history unknown. Additional information was obtained on 22-jul-2024. The customer confirmed the evaluation findings of a fractured abutment screw stuck inside both implants. No additional information was provided. Zimvie received one (1) unknown biomet healing abutment for evaluation. Visual evaluation was performed, both implants had fractured abutment screws stuck inside. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implant had a fractured abutment screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.